Event description:
It was reported that during a thyroidectomy procedure at the tissue pads melted, some of the items fell into the situs and were removed. The procedure was completed with no adverse pt consequence reported.

Manufacturer narrative:
Date sent: 06/16/2008. Info anticipated, but unavailable at this time.